Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver unspecified volume of lactated ringers via gravity. After an unspecified length of time, it was reported that the tubing separated from an unspecified clave y-site on the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No bleed back or blood loss was reported. No medical interventions were required. Though requested, no additional information was provided.